Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the blade of the probe detached from the handpiece in the beginning of a procedure. The product was replaced and procedure completed with no patient harm. Additional information and sample have been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint for the reported issue. One probe was returned and visually inspected and was deemed to be nonconforming. The front and rear engine housing is detached. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The complaint evaluation does confirm the probe is nonconforming due to the detachment of housing components. The root cause for the separation of components cannot be determined from this evaluation. The most probable reason for the failure would be from mishandling, incorrect assembly, an adhesive problem, or poor transporting of the product. An investigation has been initiated to determine the reason for the engine housing component separation to reduce the frequency of complaints. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).